Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was a retraction issue with 50 bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: it was reported that having a problem with these since june. 50 failed (entire box).

Manufacturer narrative:
H.6. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample was provided. This complaint was assumed to be in connection to previous complaints made by the customer involving the same batch and defect. Bd was not able to confirm the reported defect in these complaints. A device history record review showed no non-conformances associated with this issue during the production of this batch. The rcc performed due diligence to clarify if this was a new occurrence but bd received no responses. The sales rep was able to contact the customer and was able to resolve the issue by clearing up confusion on non-blood control devices. H3 other text : see h.10.

Event description:
It was reported that there was a retraction issue with 50 bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: it was reported that having a problem with these since june. 50 failed (entire box).